Manufacturer narrative:
Zoll made several follow-up attempts to obtain additional information regarding the details of the reported incident, but no further information was provided. Zoll has not received the catheter in complaint for investigation. Since the catheter was not returned, an investigation could not be performed, and a root cause could not be determined. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed.

Event description:
On 01 may 2023, zoll received an mhra (medicines & healthcare products regulatory agency) report ref #(B)(4): targeted temperature management in situ on patient. Bedside nurse noted that circulating saline bag was empty. No evidence of external leak. The implication is that the central line may have ruptured. Tm stopped. New cvc inserted. Ttm restarted. Old cvc removed.